Event description:
Hcp reports pt presented with symptoms of overdose. The pump was explanted and replaced in 2004. The hcp "felt this unit overinfused or overdosed his pt." A follow up report will be sent when additional info is obtained.